Manufacturer narrative:
The device was not returned to bd for evaluation. Medical records were provided and reviewed. The investigation is confirmed for perforation, but inconclusive for filter migration. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced a migration and perforation. This information was received from one source. The malfunction involved a patient with no patient injury. The patient was a (B)(6) year old male that weighed (B)(6) kgs.